Event description:
Atty alleges plaintiff suffered capsular contracture, breast pain, development of breast lumps and silicone granuloma, development of silicone leakage and rupture, auto immune disease in the form of immune reactions to silicone, interference with immune system, joint pain, fluid retention, headaches and associated nausea and dizziness, dryness of the nose, mouth and eyes, heart palpitations, fatigue and sleep disturbances, memory and concentration impairment, resultant cosmetic damage, development of anxiety, nervousness and depression.